Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of communication error. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported having communication issues, the pod would lose connectivity and would impact the blood glucose levels. The patient was experiencing high blood glucose, ketones, nausea, and was feeling sick. The patient went to the hospital where they were diagnosed with diabetic ketoacidosis. As treatment, the patient was given ¿something¿ via an intravenous drip. The patient reported being at the hospital for a few hours and was released that same day. The patient reports the same issue with 3 pods. The patient cannot recall exact dates or the treatment received. This report is 2 of 3.